Event description:
The patient came in for revision total shoulder athroplasty. The patient had the first surgery because of a work related injury. The patient was referred to the shoulder service with a locked posterior shoulder dislocation post hemiarthroplasty. As the surgeon was putting the second part of the two part implant into the first part, the stem broke. Those two pieces were removed and a new set was implanted.